Event description:
Pt undergoing total hip replacement. During procedure a depuy +5 trial femoral head was lost in the wound. X-rays taken, unable to locate trial femoral head. Sales rep contacted - he informed or staff trial femoral heads are not radiopaque and do not have radiopaque marker. A radiologist was consulted, add'l x-rays and ultrasounds performed, still unable to locate and retrieve trial femoral head.